Event description:
It was reported the customer had a no delivery alarm on their insulin pump. It was found insulin could not be delivered because the line was blocked. Customer's blood glucose was 144 mg/dl. Troubleshooting did not occur as the alarm was a past event and was resolved by an infusion set change. The customer declined to return their infusion set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.